Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) safety disk probably leaking. Whistles during operation and gives off a gas alarm. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1 initial reporter. Due to character limitation in e1 for initial reporter, the full initial reporter name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and no error message with gas alarm detected. The cardiosave passed the all manifold test several times. The function check also showed no faults. Device has passed the functional check.